Manufacturer narrative:
(B)(4). Concomitant medical products: 42521400610 - articular surface fixed bearing posterior stabilized (ps) right 10 mm height - 63819268, 42532007102 - tibia cemented 5 degree stemmed right size e - 65072170, unknown - unknown cement - unknown. Foreign country : israel. Right tka performed on (B)(6) 2022 and patient started experiencing right knee limited rom approximately 2 months post operatively. Limited knee rom can be contributed to the development of scar tissue. As the reported event indicated the patient underwent mua to resolve rom issue and remains implanted. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00323.

Event description:
It was reported patient underwent a manipulation of the knee under anesthesia approximately two months post implantation due to insufficient range of motion and stiffness. Attempts have been made and no further information has been provided.